Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was moving around in his body daily. The patient stated that the ins still worked, but he no longer needed it and would like to get it removed. The ins moved and was hurting at the ins site and the patient was not getting any rest because he can't lay on the ins. The patient stated he lost 150 pounds not related to the ins, but now it was moving around because of the loss of tissue and he can't lie down on his back because of the pain from the ins. The indications for use were peripheral neuropathy and spinal pain. If additional information is received a follow-up report will be sent.